Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the jagtome was used and cannulation was achieved successfully. A metal stent was then placed; however, the physician decided to enlarge the ampulla, so the physician re-introduced the jagtome. Cautery was applied, and then it was noticed that the cutting wire broke. Reportedly, there was no issue with the metal stent. After the cutting wire broke, they decided that no further action was needed, and the procedure was ended. There was no part of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.